Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it's likely the event (no image) occurred due to a cable charged coupled device (ccd) failure. Additionally, it's likely the cause of the defective ccd cable occurred due to the cable being scratched and flooded. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the camera head no video was displayed. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The image was not displayed due to a cable failure. There was also an imaging system component failure. In addition, the camera cable was scratched. The camera cable was flooded. There was rattling due to scope mount deterioration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.